Event description:
It is believed that when using the circon suction irrigator the suction irrigation set was stuck in the suction on mode. When this set was introduced into the abdomen the peritoneum and bowel were inadvertently suctioned causing hemorrhagic areas with a possible hematoma on the bowel.